Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to broken component on the interface board. The motor position encoder error alarm could not be verified due to constant motor error alarm. The motor was tested outside the device and passed. The device was also received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked on battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 199 mg/dl. The customer stated that the motor error alarm was recurring and she was unable to check the alarm history. Troubleshooting was not able to resolve the issue. The device was returned for analysis.